Event description:
A malfunction was reported with the pump, but no notable events preceded it, and the malfunction code indicated a momentary power loss to the vibrator motor. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, so there was no adverse impact. The customer, who was not canadian, was within the pump's warranty period and was advised to use mdi as backup therapy. Tandem technical support confirmed that the customer did not have the most up-to-date pump software and arranged for a replacement pump with updated software. They provided instructions on using the replacement and storing the old pump before its return. A replacement pump was sent, and the customer was informed of necessary steps and acknowledged understanding.